Event description:
It was reported that item arrived damaged. Plastic shrink wrap torn.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d2a: prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. H3, h6: a manufacturing record evaluation was performed for the finished device (B)(4) lot number, and no non-conformances nor manufacturing irregularities were identified. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found one portion of the plastic cover/outer packaging ripped off. No additional damage was identified on the evidence provided. Condition observed on the outer packaging suggest that it may had suffered from improper storage and/or manipulation, subsequently to the manufacturing packaging process. Therefore, no evidence suggests an error in the manufacturing that could be a contributing factor in the reported allegation. Once the product leaves depuy synthes control, it is unknown what environmental/external factors the finished goods products are exposed to; therefore, the suspected cause is traced to transport/storage. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reclaim mono short stem 18 so would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.